Event description:
It was reported that the patient presented in-clinic as previously upon interrogation it was noted that the left-ventricular (lv) lead exhibited loss of capture, had low pacing impedance and was dislodged. As a resolution the lv lead was explanted and replaced. The patient was discharged.